Event description:
A remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found inside the blower kit. Additionally, the device had dust fail contamination and displayed error code e055 (err therapy queue full), e065 (err stuck encoder_a) and e066 (err stuck encoder b). The device was scrapped by the service center after the evaluation was complete.